Event description:
Navigus cap failed to lock electrode in place during a craniotomy procedure. During procedure electrode was placed in the cap and was thought to be locked in place. Upon closing the case, the electrode was found to be out of position and not locked in the cap. The clinicians decided to defer a replacement of the cap with a second procedure on the following day. That second procedure was successful.